Manufacturer narrative:
Device evaluation of the integrated battery charger has been completed. The reported problem (fails due functional issue) was confirmed due to contamination on the battery board pca. The charger displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger failed due to a functional issue.